Event description:
Customer called lfs in 7/2002 alleging the fasttake meter would power off during use and stated they were unable to keep power on long enough to set the meter up with the new strip code. Customer service representative assisted the customer in programming the settings but the meter kept shutting off during the programming. Representative was unable to resolve the issue with the meter. The client felt ill and light headed and needed the meter for insulin. Customer had access to a meter at the office and would go the office to test the blood. Meter has been replaced for the customer.